Manufacturer narrative:
(B)(4).

Event description:
Aptus endoanchors were implanted in patient for endovascular treatment of a proximal type I endoleak with another manufacturer's stent graft. The proximal aortic angle measured 60 degrees. There was no thrombus or calcification present at the seal zone. It was reported that during the procedure, the first endoanchor did not fully penetrate the aortic wall because it was deployed through two layers of graft material under the left renal artery. A proximal type I endoleak was observed at the end of the procedure. The cause of the proximal type I endoleak was unknown, but it was noted that there was considerable neck angulation. In the investigator's opinion, the implantation of the endoanchors were successful. The patient was discharged. No clinical sequelae was reported and the patient is being monitored by their physician.

Event description:
Additional information received reported that the patient experienced right abdominal pain due to the previously reported proximal type I endoleak. The patient underwent placement of additional endograft components from another manufacturer, angioplasty and stenting to treat the residual type ia endoleak. The additional endovascular procedure that was performed; did not resolve the type I endoleak. It was also noted that the event was related to the index procedure. No additional clinical sequelae were reported and the patient is fine.